Event description:
It was reported that during a laparoscopic cholecystectomy, the clips would not hold. There was not pt consequences.

Event description:
It was reported by the rep that during a laparoscopic cholecystectomy, the clips on the device have been sliding off the cystic duct. There was no patient consequence.